Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: olympus could not identify the foreign material from the provided information. The user detected water leakage during reprocessing (water leakage test after pre cleaning). Manual cleaning cannot be continued when water leakage was detected. Therefore, olympus judged that the user sent the device to olympus without reprocessing. As a result, foreign material may have remained in the area. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited crystallization inside the scope connector and control body. There was no patient involvement.